Manufacturer narrative:
Mattress was discarded by customer as they determined the contaminated section could not be replaced. A new mattress was sent to the customer under warranty.

Event description:
It has been reported that a small amount of bodily fluid ingressed into the mattress. No patient involvement or adverse consequences were reported.